Manufacturer narrative:
Site reported reusable neutral plate was used with a rf power that was unable to accommodate. Per the operator's manual, "to prevent burns at site of neutral plate, use lowest possible output settings, ensure proper patient preparation, and/or limit duration of activation. The operator's manual also recommends using the larger ellman neutral pad when performing procedures requiring high power and long duration and ensure that its entire surface area is adhered to the patient. The device was evaluated and found to be operating as intended within specification. The device history record confirms that the product passed and met all requirements before releasing. Due to patient experiencing potential scarring, this event is reportable.

Event description:
Site reported that patient experienced a burn with possibility of scarring on the dorsal area where the neutral pad was placed following a treatment using the surgitron.